Manufacturer narrative:
Reporter is company sales representative. UDI: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the lens on the scope had no visibility. No case involved. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The complaint device was received at the service center and evaluated. Per service report, this complaint can be confirmed. During evaluation, it was found that the outer tube and distal tip were damaged. Also the lenses in the optical system were broken. The repair was carried out to resolve the issue. After repair, the device was found to be working according to the specifications. The outer tube and distal tip being damaged and the lenses being broken will cause the lens to have no visibility, therefore are the root causes of the reported problem. A manufacturing record evaluation was performed for the finished device serial number (1288193), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history a manufacturing record evaluation was performed for the finished device serial number (1288193), and no non-conformances were identified. Corrected data. Unknown event date. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.